Event description:
It was reported that before treatment, when the package was opened, it was confirmed the film has been creased ((B)(4)) and when the release paper was removed, the film was peeled off from the carrier ((B)(4)). No patient harm. No delay in treatment. The customer used tegaderm instead of iv3000 for treatment. Plural dressings in the carton were affected. The samples will be returned for investigation.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dressing was never used by the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Complaint samples were received and assessed. It was found that the film was creased as reported. The results of investigation shows the possible cause as being creased material from the raw material supplier. This issue will be raised with them and investigated further. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.